Manufacturer narrative:
(B)(4). It was reported that the customer replaced the graphical user interface ( gui) printed circuit board ( pcb). Covidien was only authorized to upload the software.

Manufacturer narrative:
(B)(4).it was reported that the customer replaced the graphic user interface (gui) printed circuit board (pcb). The field service engineer (fse) installed software upgrade. The unit checked to specifications per current service manual. No parts are expected to be returned for investigation.

Event description:
It was reported that the ventilator had a blank display. The ventilator was not on a patient at the time of the event. There is no report of death or serious injury associated with this event.